Manufacturer narrative:
Corrected data: b5, b6, d10. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a persistent alarm had been going off during patient treatment. The cardiosave pump was used in conjunction with an arrow brand catheter. The pump was alarming "restriction in iab catheter". Because the balloon wasn¿t augmenting or benefiting the he patient at all, healthcare providers wanted to exchange it for a maquet 40cc balloon. They removed the balloon & sheath & held pressure because they couldn¿t use the same sheath. With the balloon removed, the patient tolerated not having it so they decided to keep it out. After pressure was held on the groin they checked pedal pulses & there weren¿t any. The vascular surgeon decided to bring the patient back to the operating room for a cut down, embolectomy, and stent placement. There was no harm to the patient.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions),h10. The customer's biomed department stated that they ran the device through a complete pm and found no issues. Getinge was not contacted for service, as the customer did not find any issues with the pump. H3 other text : device not available for evaluation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a catheter restriction. There was no harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.